Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 587 mg/dl with ketones; cause unknown. Customer administered a correction injection, drank water, and performed a supply change to address the bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.